Manufacturer narrative:
Investigation is ongoing. Once complete, a follow-up report will be submitted with results.

Event description:
Reporter stated that they bought this item about a year ago and have probably used it about 15-20 times since then. For the past couple months, they noticed that when they went to cauterize the fallopian tubes in a patient, the instrument would stick to the tubes. Recently, it's been getting worse and actually tearing the tubes, when they try and pull it off. She doesn't want to send it back, because she's afraid it might be a normal thing for this instrument and doesn't want to give it up.